Event description:
Employed as a registered nurse from 1983 to 1995 the plaintiff frequently came in contact with latex and latex-containing gloves. She reports coming in contact with gloves during her three cesarean section operations. Plaintiff states that she has suffered physical injury and damage and has contracted severe and irreversible latex allergy which she believes to be permanent and life-threatening. She reports having recurring inflammatory myofibroblastic tumors in her pelvis and abdominal area which required, and may require in the future, surgeries for removal and which caused her to undergo a bowel resection and loss of her uterus and scarring. She states that this is due to her exposure to latex gloves.